Event description:
(B)(4). The dentist reported 3 months after the dental implant was installed in intraoral region #7, it was verified its non osseointegration; 32 ncm of primary stability was achieved and immediate load was not performed.